Event description:
On 08/27/1999, approx 4:00 pm, customer tested her blood glucose with a result of 81 mg/dl. She was vomiting, had shortness of breath and was advised by her physician to go to emergency room. Upon arrival, a laboratory blood glucose result of 647 mg/dl was obtained. The pt was treated with IV insulin and released on 09/02/1999. Her insulin dose was lowered upon discharge. Test strips used at the time of the alleged event were tested with new control solution. The result was 15, outside of the range of 81-115. A newly opened vial of the same lot of test strips was tested with a result of 106, within the range of 81-115.